Event description:
It was reported that foreign matter occurred before use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter: "it's noticed that yellow foreign matter in the septum after unwrapped the package. Defected product didn't use."

Manufacturer narrative:
H.6. Investigation summary: received one q-syte unit with dust cap. Unit received within an undamaged opened package from ref. 385100, lot # 8124822. Based on DHR review for material 385100 with lot number 8124822, the product lot met the packaging specifications and qa inspections. Visual/microscopic evaluation: observed there was foreign matter inside the threaded area of the unit (where the blue dust cap is attached). Note that fm at the septum, as stated in the pr, was not observed or confirmed. The fm was observed in this incident was noted to have the characteristics of cardboard, thus confirmation of the defect of foreign matter was conclusive based on the observations of the unit provided for this incident. Conclusion(s): indeterminate - although the defect of foreign matter was conclusive with the unit provided for this incident, there was not sufficient evidence, to determine the root cause/source of the fm, as the unit received was out of the package. The characteristic of the fm was not identified as part of the q-syte product. The photos did not provide sufficient evidence to confirm or support manufacturing process related issues for the reported defect; as a root cause was not established for the presence of the foreign seen at the threads of the q-syte unit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "it's noticed that yellow foreign matter in the septum after unwrapped the package. Defected product didn't use".